Manufacturer narrative:
Additional information: (MFR contact first name, last name, e-mail), (phone number), g3, evaluation summary post market vigilance (pmv) led an evaluation of one device. There were no other visual or functional abnormalities observed during product analysis. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open thoracic procedure, while stapling tissue, the device partially fired. The surgical team had changed three (3) times of reloads and a new stapler in order to resolve the issue. When using two (2) reloads, the section of the blade was only half of the total length. There was therefore a risk of anastomosis problem with respect to an incomplete section of the total length of the charger. There was no patient injury.